Event description:
When the device was used during a gastrectomy, the staples were not formed. The anastomosis failed. Another device was used to finish the procedure. There was no reported pt consequence.